Manufacturer narrative:
Initial 7 of 8. Name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event where infusion set fell off during use which led to hyperglycemia treated by correction injection via mdi on (B)(6) 2026.